Event description:
It was reported that the health care professional (hcp) called in as they were having issues interrogating this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) assisted them in interrogating the device and interrogation was successful. The hcp requested a review of reports. Ts reviewed the reports and noted that this device delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to supraventricular tachycardia (svt). One shock was delivered. It was noted that the device did not convert the rhythm. The device remains in use. No adverse patient effects were reported.